Event description:
An optometrist reported a case of 'suspect cornea ectasia', noted 6 years post bilateral lasik procedure. Reporter stated that the patient has been referred to another physician for further evaluation and confirmation of diagnosis. Report received noted that the patient expressed dryness, bilaterally, and decreased vision at distance and near. Patient mentioned having gone back to occasional wear of contacts and glasses, and that he was interested in an enhancement. Additional information has been requested. This report references the patient's left eye.

Manufacturer narrative:
Identity of device is being sought. : once information becomes available, investigation including root cause analysis would be progressed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).